Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the carb-edge flush wire cutter 7 (275525) broke and fell into the patient during a case. The broken pieces were recovered, which resulted in a 5¿10 minute delay during the procedure. A replacement wire cutter was used to complete the procedure. No patient injury, complication post-procedure, or death occurred.

Event description:
N/a.

Manufacturer narrative:
The carb-edge flush wire cutter 7 (275525) was returned for evaluation. Failure analysis - the returned wire cutter were received in used condition with two of the edges chipped. The provided order number indicated the product was purchased in sept. 2022. Damage to the jaws may be the result of wear or rough handling over two years of use. The two chips were on the front and side of the jaws' corners, indicating the wire was cut at the corner rather than head at the middle of the jaws. Breakage may result from cutting with the corner rather than the middle of the jaw. Root cause analysis - the reported complaint was confirmed. Breakage may be the result wear/rough handling of cutting at the corner of the jaws. No manufacturing, workmanship or material deficiency has been identified.